Manufacturer narrative:
Patient information with regard to gender, age, and weight was not provided. A new post and core was created for the patient. The doctor retrofitted the new post and core to the original crown and cemented it; however, the new post and core debonded with the original crown attached a second time. During the second debonding, the patient had experienced the loss of tooth structure. The doctor performed a root extraction procedure for the patient, and the patient will return to the office for an evaluation for a possible implant procedure. At this time, the patient is doing fine. An update will be provided for this patient if any new information is received. The product involved in the alleged incident was not returned and no lot number or catalog number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor's office alleged that seven (7) patients had experienced the debonding of a fibrekor fiber post with the core and crown still attached. This is the fourth of seven (7) reports.